Event description:
It was reported that 187 days after a coronary artery drug eluting stenting procedure the patient required a target vessel reintervention (tvr) for focal in-stent restenosis. Lesion 1 was 3.5mm, 80% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.50x16mm drug eluting stent in the target lesion. Lesion 2 was a 3.0mm, 85% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successfully placing two taxus express2 8.8% (3.00x32mm and 3.50x28mm) drug eluting stents in the target lesion with an unknown overlap. The patient was discharged 4 days later on plavix and aspirin. 187 days after the initial procedure the patient required a tvr. The physician successfully placed a johnson & johnson cypher stent in the mid rca to treat the focal in-stent restenosis. In the opinion of the physician the relationship of the restenosis to the taxus stent is probable.